Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. Customer reported pump went blank during battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged blank display found on august 09, 2022. The insulin pump passed the displacement test, active current test, and sleep current test. The insulin pump failed the self test due to insulin pump not vibrating. Test p-cap locks properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thus software. No blank display noted during testing. In the insulin pump history files and traces: insulin pump alarmed a low battery alert on august 07, 2022 at 11:05:00 am and was expected; insulin pump alarmed a replace battery now alarm on august 07, 2022 at 9:07:00 pm; insulin pump alarmed a replace battery alert on august 07, 2022 at 8:46:00 pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump was cut open to perform visual inspection and found moisture damage on the vibrating motor, and in the battery tube. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Blank display not confirmed. Audio/vibrate anomaly/absence of alarm was confirmed during testing due to moisture damage on the vibrating motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.